Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose was 157, 284, 171, and 158 mg/dl within 10 mins, with the difference of 32%. Pt did not experience any adverse events. No further info has been reported.